Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No unexpected insulin flow blocked alarm or pump error noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unspecified error as well as insulin pump not able to deliver insulin. The customer¿s blood glucose level was 103 mg/dl. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.